Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following information was provided by the initial reporter: verbatim: this is a report about needle retraction failure. According to the customer's report, after venipuncture, the hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary bd received an unsealed 22 gauge insyte autoguard unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified from the returned unit. Our quality engineer visually inspected the returned unit and observed that the needle was not fully retracted. There also appeared to be damage to the barrel that was preventing the needle from fully retracting. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a machine misalignment damaging the barrel of the device. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following information was provided by the initial reporter: verbatim: this is a report about needle retraction failure. According to the customer's report, after venipuncture, the hcp pressed the button but the needle was not retracted.